Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, review of field data, review of manufacturing records, and a review of labeling. Review of complaint trending reports did not identify any trends for the architect anti-hbs assay. Review of complaint activity determined there was normal complaint activity for reagent lot 01610fn00. Worldwide field data was used to evaluate the performance of reagent lot 01610fn00. This evaluation indicated that the patient median result for the lot was comparable with all other lots in the field and confirms no systemic issue. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(6), list 7c18, that has a similar product distributed in the us, architect ausab, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identified: multiple = (B)(6). Patient information: no further patient information is available.

Event description:
The customer reported (B)(6) architect (B)(6) results for multiple samples. The customer indicated the architect assay generated (B)(6) results and the samples were (B)(6) on roche. Sample ID (B)(6): architect 11.93 and 12.52 miu/ml and roche 4.09 miu/ml. Sample ID (B)(6): architect 16.12 and 15.98 miu/ml and roche 5.05 niu/ml. Sample ID (B)(6): architect 14.2 miu/ml and roche 6.06 miu/ml. No impact to patient management was reported.